Event description:
It was reported that the device was in backup vvi. No patient was involved. Further information could not be obtained.

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator (ICD) ((B)(4)-, 7299770) should not have been submitted as a medical device report (MDR) as the product was not distributed.